Event description:
The consumer removed a breathe right nasal strip from its secondary package (box). (The package had previously been opened and two nasal strips had been removed.) Each strip is individually packaged in cold seal (primary package). The consumer noticed a rusted utility knife blade inside of the package. The consumer removed the blade from the package. The consumer was not cut or injured by the blade and did not seek medical attention. The consumer's mother returned the package and blade to the pharmacy from which it was purchased. On the evening of 4/5/2006, the pharmacist called the cns consumer response center to notify cns of the package and the blade. On one day later, cns contacted the pharmacist and made arrangements to have the package and blade sent to cns. The package/blade were recieved at cns on two days after event date. The consumer was not injured, so it was determined that an MDR was not required. In 4/06, the consumer's mother reported that the consumer was sufferring from stress related to this incident. According to the consumer's mother, the consumer's symptoms of crohn's disease and agoraphobia was aggravated due to the stress of this incident.